Event description:
It was reported during an initial implant procedure that the left ventricular (lv) lead was damaged due to excessive force applied when trying to remove the stylet. That lv lead was not used and a new lv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿not possible to pull the stylet out¿ was confirmed. As received, a complete lead was returned in one piece with stylet stuck inside the lead. The cause of the reported event was due to bunching of inner coil and ptfe coating of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage.